Manufacturer narrative:
Investigation: customer returned (1) 31g 5mm bd pen needle (used). Consumer reported needle blocked. The returned pen needle was examined and tested for flow. The returned pen needle passed the flow test, therefore the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd ultra-fine¿ mini pen needle was blocked. No serious injury or medical intervention was reported. "Material no: 320119 batch no: 8086631. It was reported that needle was blocked".

Manufacturer narrative:
The following information was updated with corrected information: date of event: (B)(6) 2019. Date received by manufacturer: 3/8/2019.

Event description:
It was reported that bd ultra-fine¿ mini pen needle was blocked. No serious injury or medical intervention was reported. Verbatim: "material no: 320119; batch no: 8086631. It was reported that needle was blocked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ mini pen needle was blocked. No serious injury or medical intervention was reported. Verbatim: "material no: 320119, batch no: 8086631. It was reported that needle was blocked. Needle blocked".